Event description:
It was reported that the patient was 3-months status post antegrade nailing of a left proximal femoral subtrochanteric fracture. The patient had a screw disengagement of both of the distal interlocks with painful hardware. This resulted in the device being removed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient was 3-months status post antegrade nailing of a left proximal femoral subtrochanteric fracture. The patient had a screw disengagement of both of the distal interlocks with painful hardware. This resulted in the device being removed.

Manufacturer narrative:
Please note the correction to h6 device code. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.